Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited a heart rate of approximately 20 beats per minute (bpm). A device revision was planned to be performed as the device as four months longevity remaining. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received indicating that an interrogation on the patient's device did not reveal any anomality that would cause a heart rate of approximately 20 beats per minute (bpm). It was suspected that the heart rate was incorrectly interpreted. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited a heart rate of approximately 20 beats per minute (bpm). A device revision was planned to be performed as the device as four months longevity remaining. No adverse patient effects were reported. This pacemaker remains in service.